Manufacturer narrative:
The 510 (k) is k073231.

Event description:
The lay user/patient¿s father contacted lifescan alleging the meter has apply sample issues. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.